Event description:
Pt underwent surgical procedure endovascular repair of infrarenal abdominal aortic aneurysm with a 26 x 14.5 gore excluder endograft in 2005. A CT angiogram was performed in 2008, where a short linear metallic structure artifact within the endograft was noted. The artifact is situated superior to the superior extent of the endograft. Below this level, there is a tiny linear artifact that extends almost to the end of the main body iliac limb going towards the right iliac artery. The findings prompted review of prior CT scan and this abnormality was present in all of his post-procedure CT scans and the intraoperative artiogram. On reviewing the serial CT scans, the artifact has not changed in position or affected flow through the endograft in any way. The findings were reviewed with the spouse of the pt as the pt was not available via telephone. The wife understood the situation and the planned follow-up would be for the pt to continue with routine surveillance of the endograft. An analysis was performed looking at the deployment system and this was thought to be part of the deployment equipment.